Event description:
Patient with a history of tracheal stenosis was brought to the or for tracheal dilatation and tracheostomy revision. During the procedure, one of the jackson bougees (dilators) came apart. The white end of the 18 fr jackson bougees came off the handle during the procedure. The surgeon was able to retrieve the part. The procedure continued without further incident. There was no harm to the patient. After the surgery, the staff attempted to duplicate the malfunction, but was unable to do so. This has not occurred before per the or manager. This is a reuseable device that goes through sterile processing. Unable to detect a problem or defect with visual inspection.======================manufacturer response for jackson bougie dilator (18 fr) pilling, (brand not provided) (per site reporter)======================they requested the device to perform testing on it. We then request a copy of their evaluation.